Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "failed" and the air 02 mixing valve was not working. Patient involvement is unknown.

Event description:
Additional information was received: there was no patient injury. No other details provided.

Manufacturer narrative:
One device was returned for investigation. Evaluation device revealed that the eyeball shroud ring dislodged and missing from the assembly. The housing contained impact marks around the battery compartment- all 3 small knobs were missing- the pressure gauge was slightly skewed to the left. The air mix was found damaged. The cause of this event was the impact to the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.